Event description:
It was reported that one day post-implant the patient had a syncopal episode. The patient fell and had an intracranial bleed and a craniotomy. The complainant felt the implantable device recorder had noise and was undersensing. The device was explanted and a pacemaker system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime noise counter reads 6215161.